Manufacturer narrative:
No sample material was available for investigation. The investigation did not identify a product problem.

Event description:
The initial reporter questioned negative results for 4 patient samples tested for elecsys hbsag confirmatory tests (hbsag confirmatory) on a cobas e 801 analytical unit where the initial hbsag results were high (positive). Of the data provided, discrepant results were identified for 1 patient sample between 2 different hbsag confirmatory reagents. This medwatch will cover hbsag confirmatory reagent with material number 09127127190. Refer to medwatch with a1 patient identifier (B)(6) for information on the hbsag confirmatory reagent with material number 11820648122. Refer to the attached data for the patient results.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation. The investigation is ongoing.